Event description:
Hello, my name is (B)(6) insurance agent in (B)(6). I was on vacation in (B)(6) and forgot my contact lens solution and asked my parents if they had any. My mother handed me an unopened box of clear care solution. I washed my lenses with it and immediately put them in my eye and my eye was severely burned. I was rushed to the emergency room and treated. I had to purchase glasses and had to miss several days of vacation and I'm still not seeing correctly. I don't know who to call but it just doesn't seem fair to go through all of this when the product appears to be like every other product in the market and only differentiated by a very small warning label instructions on the back. Can you please help or guide me in this situation? I have saved all my receipts and I've taken pictures of my eye. I don't know who to turn to but I want some type of justice and/or awareness to be brought out of this terrible situation. I just spoke with the reporter. He was still very shaken up by this. He explained that he has worn contacts for 20 years and always uses the same generic solution. When he got to his moms in (B)(6) he slept in his contacts since he forgot the solution. When he woke up his mom said she had an old box (unopened) of a solution she had purchased with a coupon. It turns out the box was so old it was the original packaging and expired in 2008. It did not have the red tip. He just read "multipurpose solution" and soaked his contacts directly in them and placed one in his eye. He said he dropped to his knees in agony and was in tears. He called the company and they said he should put in artificial tears and he'll be fine. The next day the swelling was increased so he went to the emergency room where they ruled out a corneal ulcer. He had to buy glasses to wear while he is healing. He said both the optometrist and the ophthalmologist were aware of this problem. It wasn't until after the incident did he look at the box and realized how old it was. Outcome: lost vacation days, visit to the emergency room, visit to optometrist, needed to purchase new glasses, visit to ophthalmologist, residual pain/redness. Where did the error occur: (B)(6).